Event description:
The customer reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from customer technical support and was guided through a pump reset process, which successfully resolved the issue and allowed them to start their sensor session without further errors.